Event description:
The physician was attempting to implant a 2.5 mm diameter x 30 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a tight and diffuse lesion in the lad that was reported to exhibited severe calcification. The lesion was pre-dilated using a 1.5 mm balloon. The stent could not cross the target lesion and was removed. No clinical sequelae were reported. The device was returned to the manufacturing facility and the stent was displaced distally on the balloon. Evaluation summary: the distal tip was flared. The stent was displaced distally on the balloon. The 1st distal segment was partially overlapping the distal inner shaft marker. The proximal pillow balloon folds were partially opened and disturbed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Valuation, results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (tight and diffuse lesion with severe calcification). (B)(4). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (tight and diffuse lesion with severe calcification).